Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a catheter and the guidewire were physically investigated. During physical investigation it was noted that the guidewire was sent within the catheter and was peeking out 20cm from the tip of the catheter. The guidewire was broken at 50 cm from the tip of it. The broken part was not sent back. Aspiration test was performed, and lower than nominal aspiration level was achieved. The user report does not provide more detail information when the break occurred and therefore it is not clear how the guidewire tip break happened. The break of the guidewire can be result of blockage or aspiration of very thick thrombotic material that results in catheter overheating, guidewire moving together with the catheter, guidewire overheating and break. A clear root cause could not be identified but a broken guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a thrombectomy and atherectomy procedure using the aspirex. During the procedure the device allegedly broke. It was further reported that the broken tip was allegedly removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a thrombectomy and atherectomy procedure using the aspirex. During the procedure the device allegedly broke. It was further reported that the broken tip was allegedly removed. The procedure was completed using another device. There was no reported patient injury.